Manufacturer narrative:
An event regarding subsidence involving an accolade stem was reported. The event was confirmed through clinical review of the provided x-rays. Method & results: product evaluation and results: no product was returned for evaluation however, one photograph was provided for review. The photograph shows a kidney shaped tray containing a recently explanted stem with a head attached. Blood is visible on the body of the stem. It is not known if the head is stryker product. Two empty liquid ampoules for bone cement are also contained in the tray. Clinician review: not performed as the provided medical records were rejected by the clinical consultant who stated: provided x-ray confirms a subsided stem. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: the provided x-ray confirms a subsided stem. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product lot information, operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of accolade 2 stem put in 6 months ago which had subsided.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of accolade 2 stem put in 6 months ago which had subsided.